Event description:
The report indicated that the customer's bg's remained consistently high (344-450mg/dl) over a fifteen hour period and could not be controlled despite multiple correction boluses (including a manual insulin injection via pen). A kink was seen in the cannula, though the pod did not initiate an alarm. The pod was removed and replaced and will be returned for evaluation.

Event description:
A baxter sales representative (bsr) contacted product surveillance with a report of a customer that had the top valve of a v-link device missing, indicating that it broke off during use. The patient is a male diagnosed with acute lymphoblastic leukemia (all). The patient was admitted for consolidation I chemotherapy and received vincristine intravenously in 2009, followed by a 24-hour infusion of methotrexate. The crack was noticed when the patient spiked a temperature of 102.2 the next day. Immediate blood cultures were ordered. When the nurse opened the line, the crack was noted on the end where the syringe would be attached to obtain a specimen. The patient remained febrile from the initial spike until three days later, with the highest spike in temperature being 104.1. The patient was started on vancomycin and tobramycin. Daily cultures were drawn and all cultures were negative. Once the patient was afebrile with 3 days of negative cultures and adequate blood counts, the antibiotics were discontinued. The lot number is unknown; however, a sample is available. No additional information was provided.

Manufacturer narrative:
The sample has been requested for evaluation.

Manufacturer narrative:
The actual sample involved in the incident was received for evaluation. The sample arrived out of the pouch. Visual inspection confirmed that the gland end of the device was partially broken off. Closer visual inspection under a microscope showed that there was also a crack running approximately half way around the gland housing under one thread. Visual inspection also showed that the center slit was present. The sample was then under water pressure tested and international organization for standardization (iso) pressure tested at both ends. The male luer was also iso gauged. The sample passed both the underwater and iso water pressure test and the male luer passed iso gauge requirements. The actual root cause of the cracked/broken section of the device cannot be determined. It has the appearance and physical characteristics of severe trauma possibly caused by molding, shipping and handling or end user.